Event description:
Transmitter battery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D9 device available for evaluation. G6:type of report: follow up. H2: additional information - correction. H6: investigation conclusion ¿ additional information.

Event description:
It was reported that a transmitter battery issue occurred. Product was provided for investigation. An external visual inspection was performed and passed/failed due to. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause was determined to be a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event/problem additional information. D4: lot no corrected information. D4: expiration date corrected information. D4: UDI- corrected information. D9: device returned to MFR-additional information. D9: date device returned additional information. H2: type of follow up corrected information/additional information. H3: reason for non-evaluation additional information. H4: device mfg date corrected information. H6: corrected information.

Event description:
It was reported that a transmitter battery issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.